Event description:
It was reported that the tubing leaked from a hole underneath the upper fitment. This event occurred in the nicu. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer¿s report that the tubing leaked from a hole underneath the upper fitment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during initial visual inspection. Functional testing found the set leaked from the top of the silicone segment. Closer inspection under a lab microscope observed that the leak is due to a small hole on the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. The source of the leak is due to a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage could not be definitively determined.

Manufacturer narrative:
Ethnicity: not hispanic, african american. Concomitant medical products: 250 ml braun eva mixing container, ref: 2112528, (B)(4), lot: 37-550244. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing leaked from a hole underneath the upper fitment. This event occurred in the nicu, and there was no patient harm.